Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- (B)(4). Ongoing post market surveillance is conducted per our procedures for this product.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : lot cv7hs1000. The device manufacturing record (DHR) has been reviewed. No related anomalies or deviations identified. Device history review : the device manufacturing record (DHR) has been reviewed. No related anomalies or deviations identified.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: asr uni femoral impl size 47 hip asr femoral head; asr acetabular cups 54 hip asr acetabular cup; adapter sleeves 12/14 +2 hip asr femoral sleeve/augment; tri-lock bps sz 4 hi offset hip femoral stem. Initial reporter occupation: non-healthcare professional ¿ attorney.

Event description:
The patient was revised to address metallosis. Update ad 27 aug 2018: (B)(4) has been re-opened under (B)(4) due to receipt of asr litigation record. In addition to what was previously alleged, litigation alleges injury, excessive levels of chromium and cobalt, pain, suffering, and emotional distress. Doi: (B)(6) 2008; dor: (B)(6) 2017; right hip.

Event description:
After review of the medical records, the patient was revised to address the right hip metallosis with asr implants. Revision note indicated that the trochanteric bursa was hypertrophic, dusky, and gray appearing consistent with metallosis and metallic tinged fluid and grayish tint to the synovium. There was a small metallic pseudotumor within the soft tissue along the gluteus maximus and vastus lateralis and scar tissue from the posterior capsule. A significant amount of trunnionosis and corrosion at the neck was also indicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) used to capture the surgical intervention. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.